Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2017, during two year follow up, a type ii endoleak was discovered. In addition, a distal type I endoleak was also identified due to progressive dilatation of a known left common iliac artery aneurysm. On (B)(6) 2017, a reintervention occurred whereby onyx embolization of the aaa sac through the right internal iliac artery and lumbar artery was performed to treat the type ii endoleak. In addition, the physician extended the left side with a 27mm ¿bellbottom¿ component (manufacturer unknown) towards the hypogastric origin. The component landed shorted than expected due to significant iliac tortuosity. Therefore, another 27mm ¿bellbottom component (manufacturer unknown) was used to extend. No complications were observed.